Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: dissection, perforation, or rupture of the aortic vessel & surrounding vasculature. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for chronic type b aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ctag ac was deployed to close the abdominal aortic entry. Angiography confirmed that the proximal stent graft-induced new entry (dsine) had occurred. An additional stent graft was deployed to extend the ctag ac proximally, but the condition did not change. The procedure was completed. The physician stated that: the patient's aorta was curved (approximately 90° as measured by CT) and, and abdominal aorta had been replaced to an artificial blood vessel.